Event description:
Burning smell noted with shock, defib pads found to be the cause and switched out.there was a defibrillator, however the defibrillator was operating without issue. It is unknown if any other devices contributed to this event.